Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to atrophy that was causing incontinence. The device was removed and replaced with a smaller cuff. There were no device issues. There were no additional patient complications.